Event description:
During use of the device for an endoscopic vein harvesting procedure, the user reported the device would not cauterize. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.